Event description:
The user facility reported guidewire breakage. Follow up communication with the user facility reported the following information: (1) the doctor tried to cross a diffusely diseased distal posterior tibial artery; (2) the gw gold worked sub intimal and was able to cross and tried to remove; (3) the tip of the wire was lost in the subintimal plane; (4) completed without successful revascularization; (5) the procedure outcome was reported "normal"; and (6) the patient condition was reported to be "normal".

Manufacturer narrative:
Results - is based on evaluation of user facility information & the returned sample; undamaged sections of the returned sample. Conclusion - is based upon evaluation of user facility information & the returned sample; undamaged sections of the returned sample. The actual sample was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found that the actual sample had been fractured and the distal segment was missing. The total length measured 2986 mm, which indicates that the fractured and missing distal portion should be about 14 mm long based on the specified length of 3000 mm for this product. Magnifying inspection of the fracture found the distal end had been deformed in a curved shape. The lateral phase and cross-section surface of the fracture were inspected under electron microscopy. The urethane outer layer on the fracture was found to have been elongated with the generation of some creases on its surface. Electron microscopic inspection of the core wire found that the fractured cross section was flat with concentric circular pattern on the surface. There was no other anomaly, such as a scratch, that would be a trigger of the generation of the fracture. The outside diameters of the urethane outer layer and the core wire was measured on the segment adjacent to the fracture and confirmed to meet manufacturer specifications and comparable to those of the current product sample. A review of the device history record of the involved product/lot# combination confirmed there were no production-related problems. A review of the shipping inspection record of the involved product/lot# combination confirmed that there were no discrepancies in the inspection results. A review of the complaint files confirmed that the involved product/lot# combination has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, it is likely that the actual sample was subjected to some one-way distorting force and loop-shaped twisting force, resulting in the fracture of the core wire. From the available information, however, it was not determined when and how the actual sample was subjected to such forces. The potential for such an event is addressed in the warnings / precautions section of the instructions-for-use by statements such as the following: (1) if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire m and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the guide wire m or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. (2) do not apply repetitive bending force to one specific point of the device as this may cause damage to the guide wire m. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).